Manufacturer narrative:
Following the information provided the side rail detached from the citadel plus bed frame. The bed was still in use by the patient on the charge nurse¿s decision. No injury was sustained. The customer¿s representative requested bed service since the right side rail broke and the led lights on the side rail panel were not working. An arjo service technician visited the facility and established that the side rail panel was detached from the side rail mechanism. The width extension sections which allow to expand the width of the bed were not used (the bed¿s overall width is 40,6 in / 103 cm) although the mattress placed on the bed (arjo maxxair ets serial number (B)(4)) was set on width 48 in / 121,9 cm). He assessed that the broken side rail was a result of the continued pressure of the mattress, combined with the weight of the patient, that was put on the side rail. The instruction for use for citadel plus bed frame (831.374-en) instructs user to: ¿always use a mattress of the correct size and type.¿ ¿make sure all eight width extension sections are extended. Using the bed without all extensions in the same position may cause damage to the bed as well as create an unsafe condition.¿ additionally, the operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or approved service agent should be contacted. Based on the above, it has been determined that the side rail was damaged by the lack of use of width extension frames. Arjo device failed to meet its performance specification since the side rail panel was detached from the side rail mechanism. The device was used for a patient treatment when the malfunction occurred. This complaint is deemed reportable due to an allegation of safety side detachment.

Event description:
Following the information provided the side rail detached from the citadel plus bed frame. The bed was still in use by the patient on the charge nurse¿s decision. No injury was sustained.